Manufacturer narrative:
This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
It was reported the patient received the following results within 15 minutes: 190 mg/dl, 248 mg/dl, and 106 mg/dl. Readings occurred with two different vials of test strips. Customer is not sure which vial was used for each result; one vial has been discarded.